Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a damaged remote dose connector was found. The customer's problem was replicated. The cause of the problem was a defective remote dose connector, and it was replaced to fix the issue.

Event description:
It was reported that the pump did not recognize the pca dose command. There was unknown patient involvement.